Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 02:02:43. During night drain cycle five, the patient's ultrafiltration reading was 1481ml, indicating the home patient drained 3679ml more than their maximum programmed fill volume of 2200ml. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was received and the evaluation is complete. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. Upon conclusion of the investigation, the cause of this issue was determined to be one or more cycles advancing to the next fill when a slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.